Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose levels ranged between 170-200 mg/dl. A system check was performed and the pump performed as intended. An infusion set site change was performed and the customer continued to receive occlusion alarms. The contact reported that manual injections were to be used for insulin therapy.